Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a super low anterior resection, while firing at the rectal sit, the device did not fire. The surgeon was able to press the green button but was unable to squeeze the handle. The reload was replaced however, the device still did not fire.